Event description:
It was reported that the egv readings and trend graph are not updating. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. It was unknown for how long the patient experienced this issue, but during this time, he experienced both a hypo and hyperglycemic event. This complaint was created to capture the hypoglycemic event. When the patient had a hypoglycemic event, he was not fully conscious, but no further details were reported about any possible third-party assistance that was needed. No treatment information was provided for the hypoglycemic event, and the patient refused to provide more information regarding this. No cgm nor blood glucose readings were reported. Data was received but will not be investigated as it will not confirm the allegation or determine a probable cause. No additional patient or event information is available.

Manufacturer narrative:
(B)(4); h6 health effect - clinical code - 4591 decreased level of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the egv readings and trend graph are not updating. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was received but will not be investigated as it will not confirm the allegation or determine a probable cause. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, it was determined that a follow up report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable serious adverse event. It was clarified that the patient did not lose consciousness. Please refer to only the initial MDR reported under 3004753838-2023-272473. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). 3004753838-2023-272473-01 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable for a serious adverse event.